Event description:
It was reported that the device intermittently won't turn on or off. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that the main keypad "on" button would intermittently not power on the device. Physio replaced the main keypad and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.